Event description:
On 1/15/92, resident was in our century room for a bath and was strapped in the portable shower chair. The century aide had bathed the resident and had gone over to the supply closet for some supplies and the resident and the chair turned over causing resident to huit eye on the wall and caused a laceratioln on her left eye and left hand. The chair was checked foir any faulty parts but there was none found. We could only determine that the resident must have been leaning over in the chair causing it to topple forwardinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.